Manufacturer narrative:
Mckesson completed an investigation and concluded that the root cause of the problem was a software defect. Mckesson found that the stat priority alert icon may not be displayed in the list, for any user, when all stat studies are opened at the same time and there are no "high" priority studies in the unreported study list. Under these conditions, the stat priority button will not display the correct number of stat studies. Mckesson will work with affected customers to apply a software update to prevent the recurrence of the problem.

Event description:
The customer reported that the stat priority icon was not displayed in the study list when the study was opened. No patient harm was reported due to this issue.